Event description:
It was reported that during an ileostomy procedure, an error code occurred. Then the nurse found that there was a crack on the blade. Finally the blade was broken when the nurse wiped off the dirt. The blade did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.